Event description:
It was reported there was physical damage to the case. It was also reported the external pulse generator (epg) was dropped and the case/output connector is cracked. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: upper case, ventricular output connector, and side bail covers are broken. Ring cover, lead flex cover, heart block, and heart wire contacts are contaminated. (B)(4).